Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was a part of a follow up due to an erosion and infection. It was suggested to monitor the patient and give them antibiotics without removing the system. No adverse patient effects were reported.